Event description:
It was reported that this international device exhibited high out-of-range pacing impedance measurements on the left ventricular (lv) lead. Possible causes were discussed and reprogramming options were recommended. The patient presented to the clinic and all measurements were in range. At this time, this product remains in service and no adverse patient effects were reported.